Event description:
Per the clinic, the patient was explanted (B)(6) 2014 due to pain at the implant site. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report is filed october 16th, 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailble.